Event description:
It was reported that unknown patient has side effect of little to no voice two weeks after implantation of his vns device. The surgeon noticed that the diameter of the vagus nerve was thicker than usual but they only had 2mm lead. It was later clarified that the patient had experienced partial vocal cord paresis. The rep talked to the neurologist, the patient is fine at the moment and the device is on already. There is no intervention planned for this event. The physician only has speculations to the cause of voice issues because the patient had a vacation after surgery, and they didn¿t have a lot of time to do test and investigation. Device history records were reviewed for the lead. The lead passed all specifications prior to distribution. The lead was hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.